Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain pelvic area') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 12229472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptives. Concurrent conditions included endometriosis, nausea, pharynx irritated sensation of, swallowing painful, cough, rhinorrhea, facial pain, chest pain, shortness of breath and chest tightness. Concomitant products included nsaids since (B)(6) 2003 and paracetamol (acetaminophen) since (B)(6) 2003 for pelvic pain female as well as hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2004 to (B)(6) 2005, ibuprofen from (B)(6) 2004 to (B)(6) 2005, ibuprofen from (B)(6) 2004 to (B)(6) 2005, paracetamol (tylenol) and rofecoxib (vioxx) from (B)(6) 2004 to (B)(6) 2005. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 21 days after insertion of essure (ess205). In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, migraine, nausea, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: essure device was successfully occluded. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, migraine headache. Most recent follow-up information incorporated above includes: on 24-jul-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraine /headache, nausea, fatigue, depression, mental anguish. Reporter information, medical history, concomitant drug, events onset date, events outcome, essure removal date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain pelvic area') in a 30-year-old female patient who had essure (ess205) (batch no. 12229472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptives. Concurrent conditions included endometriosis, nausea, pharynx irritated sensation of, swallowing painful, cough, rhinorrhea, facial pain, chest pain, shortness of breath and chest tightness. Concomitant products included nsaids since (B)(6)2003 and paracetamol (acetaminophen) since (B)(6)2003 for pelvic pain female as well as hydrocodone bitartrate;paracetamol (vicodin) from (B)(6)2004 to(B)(6)2005, ibuprofen from (B)(6)2004 to(B)(6)2005, paracetamol (tylenol) and rofecoxib (vioxx) from (B)(6)2004 to (B)(6) 2005. On (B)(6)2003, the patient had essure (ess205) inserted. On (B)(6)2003, the patient experienced migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 21 days after insertion of essure (ess205). In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). In (B)(6)2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)2004. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine and abdominal pain had resolved and the menstrual disorder, nausea, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal date-(B)(6)2004 and(B)(6) 2004. Plantiffs received treatment for menorrhagia, pelvic, abdominal pain, psych injury, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2003: essure device was successfully occluded. Total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, migraine headache. Lot number:12229472 manufacture date: 2002-09 expiration date: 2003-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain. Events outcome were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain pelvic area') in a 30-year-old female patient who had essure (ess205) (batch no. 12229472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptives. Concurrent conditions included endometriosis, nausea, pharynx irritated sensation of, swallowing painful, cough, rhinorrhea, facial pain, chest pain, shortness of breath and chest tightness. Concomitant products included nsaids since (B)(6) 2003 and paracetamol (acetaminophen) since (B)(6) 2003 for pelvic pain female as well as hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2004 to (B)(6) 2005, ibuprofen from (B)(6) 2004 to (B)(6) 2005, ibuprofen from (B)(6) 2004 to (B)(6) 2005, paracetamol (tylenol) and rofecoxib (vioxx) from (B)(6) 2004 to (B)(6) 2005. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 21 days after insertion of essure (ess205). In may 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In may 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, migraine, nausea, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: essure device was successfully occluded. Total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, migraine headache. Lot number:12229472 manufacture date: 2002-09 expiration date: 2003-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.